Manufacturer narrative:
Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: 1. Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path and plunger difficult to move. The following information was provided by the initial reporter: the user reported the barrel was found to be turning grayish before use and it was difficult to move the plunger rod.